Manufacturer narrative:
Product complaint # (B)(4). Investigation summary <<today the employee used a corail hip stem and had an issue with the size 12 broach. It appears that the neck trials would not fit down on the broach please see photos attached of the problem parts and corail set. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - impact code if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. What was the exact allegation against the device? Was it worn, cracked, broken into pieces, bent, stripped, cross threaded or any device interaction? -neck would not seat flush on the broach b. Was there a surgical delay? If yes, what is the duration of the delay? -yes, estimated 10-15miniuts c. Was there any adverse consequences that affected the patient because of the reported event? -none reported d. Was there any allegation against the neck trials? -no as the neck trial fitted on other broaches.

Event description:
It was reported that the neck trials would not fit down on the broach. The calcar plane was also reported to be blunt.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.